Event description:
This malfunction report is prepared for a product quality complaint ((B)(4)) first reported on (B)(6) 2021. Patient reported seeing a tiny black speck, that looked like a black thread, in the pen just before administering their 4th dose and stopped using the pen. The patient did not report any adverse experience using the pen. The complaint sample was received at radius on 17sep2021 and reviewed by radius-qa on the same day. Upon inspection, a single particle with a fiber-like appearance was visually observed in the cartridge. No visible damage was observed on the pen, septum, or pen components. The plunger was visible inside the cartridge. The particle could be seen moving within the cartridge and appeared to be light in color (white or clear). The pen was sent to (B)(4) (cmo) for further investigation. A preliminary report was received from (B)(4) on 21sep2021. A review of the routine batch inspection records, which covered the retention sample inspection, 100% manufacturing inspection, aql sampling, and incoming goods inspection (cartridges, stoppers, crimp caps), did not identify any irregularities or foreign particles that would indicate an obvious root cause for the subject's complaint. According to (B)(4) , the lot number of the pen is valid (lot: rt06101, exp. Jul2023). The tymlos pen lot# rt06101 was approved for release in dec2020 (quantity of (B)(4) units were received at third party logistics- (B)(4)). Cartridge lot# rt061 was used in tymlos pen lot# rt06101. No confirmed deviations, exceptions, or product complaints for this complaint description were received for this lot # to date.

Event description:
This malfunction report is prepared for a product quality complaint ((B)(4)) first reported on (B)(6) 2021. Patient reported seeing a tiny black speck, that looked like a black thread, in the pen just before administering their 4th dose and stopped using the pen. The patient did not report any adverse experience using the pen. The complaint sample was received at radius on 17sep2021 and reviewed by radius-qa on the same day. Upon inspection, a single particle with a fiber-like appearance was visually observed in the cartridge. No visible damage was observed on the pen, septum, or pen components. The plunger was visible inside the cartridge. The particle could be seen moving within the cartridge and appeared to be light in color (white or clear). The pen was sent to vetter (cmo) for further investigation. A preliminary report was received from vetter on 21sep2021. A review of the routine batch inspection records, which covered the retention sample inspection, 100% manufacturing inspection, aql sampling, and incoming goods inspection (cartridges, stoppers, crimp caps), did not identify any irregularities or foreign particles that would indicate an obvious root cause for the subject's complaint. According to vetter, the lot number of the pen is valid (lot: rt06101, exp. Jul2023). The tymlos pen lot# rt06101 was approved for release in dec2020 (quantity of 43,359 units were received at third party logistics- ics brooks, ky). Cartridge lot# rt061 was used in tymlos pen lot# rt06101. No confirmed deviations, exceptions, or product complaints for this complaint description were received for this lot # to date. Follow-up # 1 (based on information included in the final field alert report filed with FDA [nda 208743] on 22oct2021.) Vetter issued a final investigation report (pr (B)(4)) on 20oct2021 confirming the observation of a translucent to white fiber (aprox. 22 x 1725 m) in the solution of the complaint sample. Based on the appearance of the fiber and the structural details using a digital microscope, it was concluded that the fiber consists of cellulose. The results of the 100% visual inspection as well as the results of the subsequent aql test conformed to the requirements. No defective units were found during aql testing. Vetter further reviewed potential root cause categories (personnel, equipment, materials, methods/ processes, and environment) but the origins of the fiber could not be confirmed. Nevertheless, the investigation in the production area revealed sources for cellulose are present during the vetter process such as sterile cleaning cloths and sterilization bags. The introduction of a cellulose fiber into the cartridge during production at vetter cannot be excluded. The product quality impact was evaluated as minor as the batch was manufactured within specifications and released at vetter. Radius and vetter agree that there is no increased patient risk as a result of the particle observed in (B)(4). In general, intramuscular or subcutaneous administered drugs containing particles have minimal impact on patient health. Complications from subcutaneous medications generally arise from the irritating properties of the drug product and are often drug specific. For particles that are primarily mechanical obstructions and inert (e.g., cellulose, metal, or glass), the composition of a particle is not critical to clinical impact except for impact on sterility. Subcutaneous administration of small, inert, sterile particles would not be expected to induce a clinically significant reaction beyond minor irritation or perhaps a small granuloma. A review of reported complaints for batch rt06101 did not identify similar confirmed reports of cellulose in the cartridge. In the reported case ((B)(4)), the patient did not administer the 4th dose when observed the particle in the solution and did not report any adverse event (ae). A search was also conducted in the safety database by lot rt06101 to identify all ae reported in conjunction with product complaints and did not identify any ae that could be potentially related to subcutaneous injection of cellulose.